Manufacturer narrative:
A getinge field service engineer inspected the unit and changed expired battery and tidal volume disk due to being over the hour limit. Unit passed all calibration, functional and safety tests performed. Unit was returned to the customer and cleared for clinical use. The compressor tested without issue.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an over temp alarm. The issue was discovered by the customer. There was no injury/harm.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (impact code) updated data: b4, d4 (UDI#), g3, g6, h2, h11.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an over temp alarm. The issue was discovered by the customer. There was no patient involvement.

Manufacturer narrative:
Corrected fields: h6 (investigation findings, component codes, investigation conclusions) updated fields: b4, d8, g1 (contact person ¿ mfg site), d9, g3, g6, h2, h11. A getinge field service engineer (fse) evaluated and replaced expired battery (0146-00-0097) and tidal volume disk (0202-00-0142) due to being over the hour limit. Compressor was tested without issue. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (component codes, investigation conclusions).

Event description:
N/a.